Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
(B)(4), during a laparoscopic cholecystectomy procedure the harmonic scalpel was working properly at the beginning of case. However in the middle of the case, it stopped working properly and a small piece of the tip was broken off. All pieces were accounted for after the break. There was no patient consequence.

Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.